Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to fracture of the right ventricular (rv) lead. A lead warning triggered for high impedance. High thresholds were noted, and pacing was inconsistent. There were short v-v intervals, as well as oversensing and noise during isometric interrogation. It was also reported that the r wave amplitude was low. The lead was turned off and later explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.